Event description:
It was reported that during an unspecified spinal surgery a curette broke at the cutting part while using it on a facet joint. No fragment of the instrument remained in the patient. No patient complications have been associated with the event.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.